Event description:
It was reported by the customer that on 3 to 4 occasions, the syringe cracked during use preventing administration of the lidocaine. No information was received regarding any serious injury as a result of this reported issue.